Event description:
Related manufacturer number: 3006705815-2022-15858 and 3006705815-2022-15803. It was reported the patient experienced pain and pressure at the ipg site. In addition, patient experienced ineffective therapy with their scs system for their hip pain. As a result, surgical intervention occurred wherein the scs system was explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.